Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The stylet insertion test was performed successfully with a slight resistance observed throughout the entire lead length. The lead was observed to be slightly distorted throughout the entire length likely due to the stated in-vivo manipulation. It appears that the lead may have been twisted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the physician was unable to push forward the stylet within the right ventricular (rv) lead without resistance. It was also noted there was difficultly maneuvering the rv lead within the patient and re-positioning was required "due to value." The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.